Manufacturer narrative:
A philips field service engineer (rse) spoke with the onsite personal to evaluate the device in question. The rse indicated during an evaluation of the system with the hospital it that the hospital network switch was down. The rse confirmed with the hospital it personal that the network switch was back online, and the network hosts are up and running.

Event description:
Philips received a complaint on the patient information center ix indicating the system overview host in the hospital are offline. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.